Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range on the day of the event. A siemens headquarters support center (hsc) reviewed the instrument data related to the event and noticed no anomalies indicative of a sample mix-related, reagent addition and/or calcium contamination issue. There is no evidence to suggest a system or assay related issue had contributed to the erroneous calcium result. The cause of the discordant, falsely elevated calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The customer was admitted to the emergency department. The patient was redrawn and the sample was tested on an alternate dimension vista instrument (B)(4), resulting lower. The original sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting lower and similar to the redrawn sample result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.